Manufacturer narrative:
Per the surgeon, the patient was treated with oral and topical antibiotics due to skin flap necrosis in (B)(6) 2012 (specific dates not reported). This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in a decision to explant the device. The device was explanted on (B)(6) 2012. Reimplantation is planned but has not taken place as of the date of this report (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
Correction: the patient was explanted (B)(6) 2012; not (B)(6) 2012 as previously reported. The patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2013.